Manufacturer narrative:
Product event summary: analysis confirmed that the printer drawer was broken, the release lever was missing. Analysis could not reproduce the egm or navigation issue, however multiple cold solder joints were found on the rf head and ECG connectors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer drawer was broken. It was also reported that the programmer did not display ventricular electrograms (egm) during a device check, and when trying to navigate between screens the programmer would stall on the hour glass symbol and needed to be shut off. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.